Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
This lead was capped due to infection.

Manufacturer narrative:
(B)(6) 2017 - this lead was capped on (B)(6) 2017 due to noise, low impedance, and non capture. We were notified this patient did not have an infection and we received a new analysis. The event date was corrected. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this lead was capped and replaced on (B)(6) 2017 due to undersensing and low impedance below 200 ohms.